Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/26/2025, it was reported by a sales representative via email that an ar-3636 knotless fibertak anchor was inserted using a straight guide, but the inserter caused the anchor to split in half. The anchor failed to remain in the bone, but everything was successfully retrieved. Prior to the issue, the surgeon had implanted two fibertaks without any issues. This was discovered during a procedure on (B)(6) 2025.

Event description:
Additional information received on 4/29/2025: this was discovered during a labral repair procedure. The case was completed using another ar-3636 knotless fibertak. The event caused a delay, lasting long enough to open another implant, but only minimal additional anesthesia was administered to the patient.

Manufacturer narrative:
Additional information: b5, h3, h6.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error due to mishandling of the device. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.